Event description:
Per the clinic, the patient experienced a poor performance and no benefit from activation due to the migration of the electrode array. Open circuits were noted on 2 electrodes. It was also reported that the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics for a duration of two weeks (specific date not reported). The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.